Event description:
Lasik surgery for nearsightedness - laser "skipped" when making initial cut. Laser scraped my eye, preventing completion of the surgery in one eye - other eye completed successfully during same appointment. - healing of the scrape took about 4 months. Also led to significant pain, lost time at work, and periodic "erosions" in my eye. Vision in that eye is now corrected with contact lens. Erosions still periodic, but treated with steroid and lubricant drops as needed. Erosions a year later still cause a good deal of pain and lost time at work. When not wearing the contact lens, contrast in that eye is greatly impacted to the point that I cannot complete tasks up-close without the contact, which was not the case prior to surgery.